Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a pulmonary vein isolation ablation procedure, the voltage mapping had been completed and when attempting to check that the veins were isolated the catheter would no longer steer as intended. The catheter was removed and upon further inspection the proximal loop was still attached; however, the outer plastic coating on the shaft had broken. The catheter was replaced to finish the procedure. There was no adverse consequences to the patient.